Event description:
MDR decision date: (B)(6) 2012. No serious injury alleged. Malfunction alleged. The dealer states there is a splatter in a weld that won't allow the foot section of the rail to lower fully. Bed rails model number 6629. MDR filed.